Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected for multiple cartridges. Blood glucose level was around 390 mg/dl. To resolve the issue, the customer performed a cartridge change on some occasions or was able to reload the same cartridge on other occasions.